Event description:
It was reported the device would not stay on when new battery was inserted. When the on switch was pushed the lights initially would come on and then immediately go out. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the main printed circuit board being out of specification. It was also noted that the upper and lower cases were broken and contaminated, the two side bail covers were broken, the liquid crystal display (lcd) lens was broken, the battery release, lead flex cover and battery drawer were contaminated, the battery contacts were compressed, and the keyboard pad was cosmetically scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: : analysis confirmed the customer comment regarding the main printed circuit (pc) board being out of specification. It was also noted that the upper and lower cases were broken and contaminated, the two side bail covers were broken, the liquid crystal display (lcd) lens was broken, the battery release, lead flex cover and battery drawer were contaminated, the battery contacts were compressed, and the keyboard pad was cosmetically scratched. A detailed analysis was performed on the main pc board. This analysis found that an integrated circuit component was out of specification causing system timeout and system shutdown on attempted power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.